Event description:
Oxygenator leaked at the exit of the heat exchanger during priming. Ccp stated that he may have hit too hard while priming.

Manufacturer narrative:
Factory examined returned unit and the leak was confirmed. It was noted the o-ring was dislodged. Further investigation detected header dimensional larger than specified. Component dimension corrected in subsequent production lots.